Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a replace battery now alarm. The customer¿s blood glucose level was unknown. There was power detected alarm. The customer was not received a low battery alert prior to the replace battery now alarm. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer reported that this was the second occurrence of replace battery now alarm without a low battery warning. The troubleshooting steps were provided for the power error detected alarm and performed for the replace battery now alarm. The insulin pump will not be returned for analysis.